Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on.(B)(6) 2022 data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of an unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.